Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via hone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 560 mg/dl at the time of admission. The husband reported the customer fell, causing them to be hospitalized. It was found the customer had high blood glucose once they were admitted. The cause of the customer's hospitalization was from hyperglycemia. Customer was hospitalized for one week and was treated with an IV drip. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.